Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The cardiomems sensor was giving pressures that were not valid. The site stated there is no need for a second baseline reset. The issue was resolved. The negative pap readings were related to the lvad implant. On (B)(6) 2019 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 16.3 mmhg. Accurate readings were observed under the manufacturer's patient care network database.